Event description:
It was reported that the user experienced recurring occlusion alerts approximately 20 minutes after meal announcements, with the device indicating partial delivery of the meal bolus; the issue persisted across multiple supply changes and was associated with an inset infusion set used on the abdomen, consistent with an obstruction of flow at the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, as well as a pump functional dry-run confirming normal motor operation during a fill tubing test. Investigation of this case revealed findings consistent with a deformation problem contributing to flow obstruction at the connector/coupler, while the pump motor functioned properly; the user was advised to discontinue use of the current tubing lot and replacement supplies were shipped. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.